Manufacturer narrative:
Inpen high resistance was felt upon dispensing without a cartridge due to heavy dust/debris under dose button, on washer and dose detent. Unable to perform functional test due to high resistance at dose button. No physical damage was noted per visual inspection.

Event description:
Customer reported via phone call that they could not press the dose button of the insulin pen. Customer stated they changed the cartridge and they were unable to dial more than 5 units or move back to 0 as the dose button was stuck. No harm requiring medical intervention was reported. The device was returned for analysis.